Event description:
It was reported that during an unknown surgery the motor device would " not turn". As a result, there was a five minute delay in the surgical procedure. A spare device was available. However, the reporter could not clarify if the surgery was completed successfully. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).